Event description:
General report of an unspecified number of undocumented incidents of leaks of chemotherapeutic agents. The pharmacy technicians reported that syringes, ranging in size from 3ml to 60ml, were attached to the luer connections of the dispensing pins. During withdrawal of the chemotherapy from the vials into the syringes, cracks were noted along the side of the luer connections of the dispensing pins and chemotherapy leaked. There were no reports of adverse sequeale. No medical interventions were required. Though requested, no additional information was provided.